Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open wound.there was no alleged device malfunction contributing to the irritation. The patient reported consulting with a doctor but there is no indication of medical intervention. Reporting out of the abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.